Manufacturer narrative:
The complaint sample was requested but was not returned by hospital for evaluation. Review of DHR and complaint history were performed no related deviations or trends were noted. The root cause was attributed to patient's condition. The complaint was not confirmed. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. There are warnings in the package insert, under contraindications, number 6 states,"marked bone loss or bone resorption." Under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to screw fracture and cup loosening secondary to patient poor bone quality. The event is not a fault of the implants. Attempts have been made and no further information has been provided.